Manufacturer narrative:
This MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action taken pursuant to an FDA inspection conducted at the facility in april 2008. Upon investigation, it was determined that the image had been flipped by the user. The image orientation marker was present on the image. However, the marker went unnoticed during surgery. This issue is being attributed to user error.

Event description:
It was reported that a surgeon operated on the wrong side of a patient's head. Upon investigation, it was determined that the image had been flipped by the user. The image orientation marker was present on the image. However, the marker went unnoticed during surgery. This issue is being attributed to user error.